Event description:
It was reported that the user¿s ilet did not display cgm readings after starting a new libre 3 plus sensor, while sensor glucose was visible in the libre mobile app; the sensor had been started in the libre app, which paired the sensor to another device and prevented use with the ilet. Symptoms included absence of cgm data on the ilet requiring manual blood glucose entry for dosing. Outcomes included temporary interruption of automated insulin dosing with transition to bg run mode and discussion of backup therapy until a replacement sensor could be started on the ilet. Investigation included troubleshooting and user education regarding correct sensor start workflow for ilet integration. Investigation of this case revealed that the sensor was in use by another device due to initial pairing through the libre app, which is incompatible with concurrent ilet use and results in no cgm data on the ilet. It was concluded, based on previously established findings for similar reports, that user setup error caused by starting the sensor outside the ilet led to the reported issue.